Event description:
Five minutes after initiating bypass the oxygenator was changed out due to a high pressure drop in the membrane. The reservoir was further used. No pt injury or further complications occurred.